Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a quantity of two (2) homechoice cassettes leaked from an unknown locations. This occurred after the patient was connected to the cassette during use for automated peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.